Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6), 2021. During the procedure, the clip was attempted to be deployed; however, it did not deploy from the catheter at all. The procedure was completed with another resolution 360 clip devices. There were no patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2021*** it was reported that the resolution 360 clip device was used in the esophagus.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a15 captures the reportable event of the clip unable to release from catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b5 (anatomy location), e1 (initial reporter title, initial reporter first name, last name), e3 (occupation), h8 (usage of device), h10 (additional MFR narrative)

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, it did not deploy from the catheter at all. The procedure was completed with another resolution 360 clip devices. There were no patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.